Event description:
The customer reported an uninitiated loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The uninterruptable power supply (ups) was evaluated and replaced. The system was tested and found to be working as intended and returned service.